Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no adverse impact to customer's blood glucose. The customer reverted to an alternate method of insulin therapy.